Manufacturer narrative:
The customer's biomedical engineer (biomed) stated that on (B)(6) 2017 at 20:01, the intellivue mx700 patient monitor did not announce an alarm for an asystole sustained by the patient in bed 9. A service technician from a philips-approved service provider assisted the customer remotely in collecting the alarm logs from the central station, the trend review, as well as the device report and status logs. As a result of the investigation it was established that the service technician did not visit the customer site as initially reported. The data was forwarded to philips product support engineering (pse) for evaluation. Pse stated that no ECG alarm was found in the alarm logs for the time of 20:01 provided by the customer's biomed as the time of occurrence. However, a trend review forwarded to philips identified a highlighted time frame of 18:00 until 18:30 for the alarm failure. An evaluation of the alarm logs for this time frame revealed that several ECG alarms (vent fib/tachy, asystolie, tachy) were announced for this time period: because of the contradictory information regarding the time of the occurrence, philips was not able to fully reconstruct the incident. The biomed tested the device at the customer site and could not reproduce the reported issue. There was no trouble found with the monitor during the testing. The monitor remains in use at the customer site. Although the biomed found the device operating as specified and expected during testing and there was not trouble found with the monitor, a malfunction of the device cannot be ruled out. This is also based on the fact that conflicting time frames were provided for the occurrence and a clear evaluation of the provided alarm logs was not possible. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that "an incident where a monitored patient fell into a critical condition and no central alarm occurred". The device was used for monitoring at the time of the alleged malfunction. An adult male patient suffered an asystole. The patient was successfully reanimated.